Event description:
It was reported that the cold light source barrel is blocked. There was no harm for the patient, operator or third party reported. No further information received.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. (Use error) this evaluation determined that the reported event occurred due to a fragment of a light guide becoming disconnected from a damaged light guide and lodged inside the light engine turret. The most likely root cause was determined to be use error.